Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead displayed low amplitude p-waves/diminished sensing and there appears to be far field r-wave (ffrw) oversensing on the atrial channel at times on the stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: 694965, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to chest pain. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) and right atrial (ra) leads appeared to be occasionally undersensing. Additionally, there was an alert for high ra lead threshold indicated on the remote transmission. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient has not been seen in-office recently. Hcp stated they have reached out to the patient on multiple occasions and the patient has not responded. No programming changes have been completed at this time. Both leads remain in use. No patient complications have been reported as a result of this event.